Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their "heart rate jumps" when getting up out of a chair, that they have an "uneasy feeling" in their chest. And that they experience a "bumping around feeling". The patient stated they were unhappy about the programming and that the "rep called for help and couldn't adjust it correctly". The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.